Event description:
An olympus field service engineer reported on behalf of the customer that the evis exera iii video system center was not producing proper images when connected to the cv-190 scope, there were noise and flicker. However, the device functioned properly when connected to the 170 and 150 scopes. The issue was found during maintenance. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found dust inside the device, corrosion was found on the cable, corrosion was found on the receptacle pin. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2; check healthcare professional box. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon ¿no image¿ occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.